Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced adhesions of mesh to cord structures, recurrence, left groin pain, swelling, and scarring. Post-operative patient treatment included revision surgery.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was bilateral inguinal hernia.­­­­­­­­­ the procedure performed was bilateral inguinal hernia repair with mesh. The patient has had a surgical revision, pain, adhesions and recurrence.